Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye and magnification noted particulate matter inside the drain line tubing. The particulate was embedded in the inner wall of the drain line tubing and was partially encapsulated. The particle was not loose within the fluid path and is known to be associated with qualified product contact materials from the tubing formulation ingredients. The reported condition was verified. The cause of the condition was determined to be due to pin build up of burnt plastic material broken off during the extrusion process during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia cassette had particulate matter (pm) in the patient line tubing. The pm was further described as "black/orange substance blocking the patient line tubing". This was observed during setup for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.